Event description:
It was reported that the user¿s replacement ilet exhibited the same behavior as the prior unit, specifically failing to charge on the provided charging pad; review of device logs and troubleshooting indicated the issue originated from the charging pad rather than the ilet, and a replacement charging pad was issued. Symptoms included no device power increase while on the pad and inability to charge. Outcomes included interruption of normal device use without alarms or alerts. Investigation included technical troubleshooting and review of device charging logs across devices. Investigation of this case revealed a likely faulty charging pad consistent across two ilet units. It was concluded that the charging pad malfunctioned and that replacement of the pad was indicated.